Event description:
It was reported that the patient's pocket began to swell and the culture was (B)(6). The lead was removed. Follow up revealed the patient had a (B)(6) foot infection that was drained and treated. It was noted by the elctrophysiologist that the it is unclear which infection came first. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.